Manufacturer narrative:
Manufacturer's investigation conclusion: the reported narrowing of the outflow graft could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was requested but not yet provided by the hospital. Section d4: the expiration and manufacturing date was not determined and will be available after the manufacturer¿s investigation is complete. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a narrowing of the outflow graft.